Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date and suture was used. The patient was given an auxiliary examination and symptomatic treatment due to trauma of right elbow, right knee and right foot by "120" ambulance. When the suture was used for suturing the patient's trauma, it was found that the suture was fraying. The suture broke when it was used. The suture was immediately stopped and replaced with a new suture and the surgery was completed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What tissue was being approximated or sutured when it broke?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/25/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was used to complete the procedure? All answers above are unobtainable. Once there is any update, we will update the information. What tissue was being approximated or sutured when it broke? MFR retained sample analysis: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of (B)(4) and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.